Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy pedal footrest. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The footrest was installed onto a golden system (is4000) where the component functioned as expected. All pedals working normal no issue. The golden system was set to run for ten power cycles and sitting idle for one hour. Once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a non-recoverable error #44 on the surgeon side console (ssc). Prior to contacting the tse, the customer rebooted the system, and the system powered on with non-recoverable error #42 on ssc #2. System logs confirm error #42. Customer was using a dual console system. Tse had the customer power off the system, disconnect ssc #2 and reboot the system. The system rebooted successfully with no errors. Customer was continuing with the procedure using ssc #1. The procedure was completed as planned with no reported injury.